Event description:
The customer received questionable digoxin results for four samples drawn from one patient. The initial testing was generated using a cobas 8000 e602 module, serial number (B)(4). Sample 1, initial result was 1.22 ng/ml. The sample was repeated on a c501 and recovered <0.3 ng/ml. Sample 2, tested (B)(6) 2011, initial result was 1.16 ng/ml. The sample was repeated (analyzer unknown) and recovered < measuring range (specific value was not provided). Sample 3, tested (B)(6) 2011, initial result was 1.25 ng/ml. The sample was repeated on a c501 and recovered <0.3 ng/ml. Sample 4, tested (B)(6) 2011, initial result was 1.19 ng/ml. The sample was repeated on a c702 and recovered <0.18 ng/ml. The erroneous results did not fit the patient's clinical picture, it is unknown if the erroneous results were reported outside the laboratory. The patient was not harmed.

Manufacturer narrative:
A patient sample was returned for evaluation. The investigation showed the sample contained interfering factors to the idiotype of the assay antibody. (This interfering factor hinders the assay antibody in binding and yields falsely lowered signals. In a competitive assay, such as digoxin, this results in falsely elevated digoxin values). The interference is covered in the "limitations-interference" section of the package insert. In this case, the samples were from a patient without digoxin treatment for 4 months, therefore, the falsely high results would most likely lead to further verification. No adverse events were reported.

Manufacturer narrative:
The reagent expiration date is november 2011 (specific day not provided) . This event occurred in (B)(6).